Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis therapy. While there was no specific infection reported, peritonitis is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy and indicative of a potential peritonitis event. There were reportedly no other symptoms. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment for the event, action taken with pd therapy, and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported the patient was not diagnosed with peritonitis: therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.